Event description:
(B)(4). Joint pain, pelvic pain, back pain, chronic pain, fatigue, migraines, weight gain, leg pain, depression/anxiety, brain fog, numbness of extremities, high blood pressure, and uncontrollable blood sugars.